Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clincians have experienced encountering unresolvable occlusion alarms despite excellent blood return on the IV. To address this, they often switch to another channel to complete the infusion. Clinicians also mention that they will increase the occlusion limit to 400-425 mmhg, even still having issues with pressure being set to 525mmh. There was patient involvement but no harm.

Event description:
It was reported that clincians have experienced encountering unresolvable occlusion alarms despite excellent blood return on the IV. To address this, they often switch to another channel to complete the infusion. Clinicians also mention that they will increase the occlusion limit to 400-425 mmhg, even still having issues with pressure being set to 525mmh. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an false occlusion alarm was not determined because no products or device logs were returned.